Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system functioned normally. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the surgeon attempted point merge with a successful registration but after draping the surgeon reported inaccuracy of 10 cm. Manufacturer representative confirmed the set up was not moved nor was interference in the field. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.